Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three peritonitis events. The cause of the peritonitis events were due to a bacterial infection. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified drugs (doses, routes and frequencies were not reported) for the events. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing during the treatment. No additional information could be provided because the reporter declined follow-up.